Event description:
One patient underwent a robotic partial nephrectomy due to a complex renal tumor wherein floseal was applied. After an unspecified amount of time the patient presented with a fever (not further specified). Unspecified antipyretics were initiated. Patient outcome was not provided. No further information was available at the time of this report.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. E1: (B)(6). G1: device manufacturer postal code: (B)(4). Aydogan, tahsin batuhan, binbay, murat (2023). Can a single-layer of renorrhaphy be applied with hemostatic agent in robot assisted laparoscopic nephron-sparing surgery applied to complex renal tumors? Yeni üroloji dergisi - the new journal of urology, 18(1):55-61. Doi: 10.33719/yud.2023;18-1-1191867. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: g2 and g4. Should additional relevant information become available, a supplemental report will be submitted.